Event description:
As reported, the compression tube and sealant of a 5f mynxgrip vascular closure device (vcd) failed to deploy during closure of a 5f access site following a left heart catheterization procedure. Manual compression was used for less than 30 minutes. To successfully achieve hemostasis. There was no reported patient injury. The technician had shuttled down and pulled the shuttle and a non-cordis 5f sheath back to the black handle when the compression tube failed to deploy, and the sealant also did not deploy. The mynx vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach. The deployer was certified. Femoral artery suitability and vessel diameter (=5 mm) were verified by angiography or venography. The user shuttled down completely without significant resistance, no unusual force was applied when retracting the sheath, and the advancer tube was not engaged or visible. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.